Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received a sensor scan result of 'lo' (reading <2.2 mmol/l) compared to a blood glucose result "in the 10s" obtained on a competitor brand meter. Customer " kept supplementing sugar", resulting in a reading of 22.9 mmol/l obtained on a competitor brand meter compared to a sensor scan result of 8.1 mmol/l. Customer experienced feeling unwell and lost consciousness. Paramedics were called and upon their arrival, customer was treated with an unspecified injection. No transport to a hospital occurred. There was no report of death or permanent injury associated with this event.